Event description:
Patient was plated (B)(6) 2016 to treat 3 broken ribs from a horseback riding accident. On 08/08/2017 the sales rep notified acute that xray films showed that 2 of the 3 plates had broken and revision surgery was planned. It is unknown when the first plate broke, the second plate broke (B)(6) 2017. It was stated in the medical history that the patient fell at some unknown time after the initial surgery. Details of the fall are not provided. Plates returned were inspected, the ends of the breaks for both plates were rubbed smooth which indicates that the plates fractured and rubbed together for an unknown significant amount of time. Both plates met print specifications. The broken ribs were replated. All screws used to secure the plate were returned - 8 in all- these showed normal wear for installation and removal of plate. Report 2 of 2.